Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a cloudy picture was confirmed. The following defects were found with the device upon evaluation : -outer tube damaged, distal tip distal tip damaged -particulate, optics, particulates in system. The device was repaired, tested and found to be working according to specifications. User mishandling is one possible root cause of the damage to the distal tip, probably due to the shaver contact during a procedure. Also, lack of maintenance and cleaning is the most probable root cause of the particulates inside the system. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/28/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by mitek express care via email that during return inspection on the hd arthroscope/ sinuscope compatible with mitek lock focal range 4.0 mm x 30 deg x 167 mm has a cloudy picture. There is no case involved therefore no patient involvement. The device will be returning for evaluation.